Event description:
A review of service data detected a reportable event. Upon servicing monitor sn (B)(4), the monitor displayed a code 204. The last patient to use this monitor did not report any deficiencies.

Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. Upon investigation the monitor was displaying service code 204. The cause is a disruption in communication between the monitor and belt. The cause of disruption in communication is a defective y402 (smd crystal oscillator component) and u413 (spi can controller), which are necessary for communication between the monitor and belt. The root cause for the defective components cannot be positively identified. No adverse event resulted from the defective y402 or u413 components. The last pt to use this monitor did not report any deficiencies.